Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error, failed to follow therapy steps was confirmed. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a caregiver (cg) that was asking assistance to end therapy, which occurred on the homechoice (hc) during use during fill 1. The cg was reporting that there was a lot of air in all the lines. The cg stated they had problems through the initial drain and decided to bypass to fill 1 hoping that would correct the air bubble problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg). The cg was informed that it was not proper procedure to attempt to continue therapy once air was discovered in the lines. The cg understood the proper procedure for performing therapy. The cg stated the home patient (hp) has had no injury or medical intervention from this incident.